Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage of the right/left (r/l) and up/down (u/d) angulation control knobs. It was noted that the knobs were deformed, which was the cause of the leakage. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the nozzle and adhesive around the light guide lens of the colonovideoscope had foreign material. There were no reports of patient involvement.